Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00310: screw, 3025141-2018-00311: handle.

Event description:
While implanting an aculoc 2 plate, the driver tip broke off in one of the screws and could not be removed. It remains implanted.

Manufacturer narrative:
Returned driver examined visually under magnification. Driver tip has failed at the base of the hex resulting in an angled fracture. Fracture surface appears brittle, indicating a single overloading event caused the failure. The angled fracture indicates side loading was applied in the lead up to failure.